Event description:
On (B)(6) 2018, a 23 mm masters series aortic valved graft was chosen for implant. Once the valve was implanted and the patient was removed from bypass, a blood leak was observed. The valve was replaced with another 23 mm masters series aortic valved graft was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
An event of ¿a blood leak was observed from the graft¿ was reported. The returned 23mm masters series aortic valved graft met abbott specifications with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, a 23mm masters series aortic valved graft was chosen for implant. Once the valve was implanted and the patient was removed from bypass, a blood leak was observed from the graft. The valved graft was replaced with another 23mm masters series aortic valved graft. The procedure was successfully completed without further bleeding. No patient consequences were reported.